Event description:
The customer reported a hospitalization from hypoglycemia. The customer's blood glucose value was 49 mg/dl. The customer reporting taking pain medications and not eating as significant events eating leading to the hospitalization. Troubleshooting showed no malfunction of the insulin pump. The customer was advised to call the helpline back if issues recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).